Event description:
It was reported that the patient's left knee was revised due to loosening of the tibia and femur. Intra-operatively, it was also observe that both stems (tibial and femoral) broke off approximately halfway up their threading. The patient's ts knee was converted to a competitor revision knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon stem was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: a review of the provided medical records by a clinical consultant stated the following comment: I have reviewed the documentation provided for pi including the product inquiry an ap x-ray of a revision tka and an implant usage sheet. Event description: it was reported that the patient's left knee was revised due to loosening of the tibia and femur. Intra-operatively, it was also observed that both stems (tibial and femoral) broke off approximately halfway up their threading. The patient's ts knee was converted to a competitor revision knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon a revision tka with pressfit stems was revised. Intraoperatively both the femoral and tibial stems were found to be fractured. The root cause of this mechanical complication cannot be determined from the documentation provided. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the events were confirmed through review of the provided medical records by a clinical consultant. The exact cause of the events could not be determined from the information provided. No further investigation for this event is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibia and femur. Intra-operatively, it was also observe that both stems (tibial and femoral) broke off approximately halfway up their threading. The patient's ts knee was converted to a competitor revision knee (patellar component was retained). Rep confirmed that no further information will be released by the hospital or surgeon.